Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular over-sensing. The episodes were attributed to far p wave over-sensing. A subsequent chest x-ray found that the right ventricular lead had dislodged. No further information was available.